Manufacturer narrative:
(B)(4). The homechoice received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing on the device. The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was determined to be a false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 18:14:53. During night drain cycle one, the patient's ultrafiltration reading was 1569ml, indicating the home patient (hp) drained 1569ml more than their maximum programmed fill volume of 2400ml. No additional information is available.